Event description:
It was reported that during an anterior cruciate ligament surgery during screwing into the bone the implant did not lock. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-4020p-08. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual inspection identified that the returned screw had been damaged at the base and threads. Functional testing was performed; the driver entered only up to half the length of the screw. The damage it has at the base of the screw did not allow it to enter completely. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.